Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report that after changing the battery the display was blank. The customer's blood glucose level was 400 mg/dl. During troubleshooting, the caller inserted new batteries and the display returned. The caller was informed that the device would be replaced and to return the product back for analysis. While the customer was waiting for the replacement device, she was hospitalized due to a high blood glucose level of 384 mg/dl. The caller stated the device had another blank display which led to high blood glucose levels. The cause per the doctor was diabetic ketoacidosis. The customer was treated with an IV insulin drip. The customer was not wearing the device 10 hours prior to admission. No further details were provided.